Manufacturer narrative:
Class I device suture passer under limited launch. Shuttle device fractured, fragment retrieved successfully from patient, no clinical impact on patient.

Event description:
Suture shuttle fractured.

Manufacturer narrative:
Class I device suture passer under limited launch. Shuttle device fractured, fragment retrieved successfully from patient, no clinical impact on patient.

Event description:
Suture shuttle fractured.